Event description:
Procedure: vats lobectomy. According to the reporter: handle and reload locked up during firing over the lobe. An additional handle and reload were used to staple below the locked up unit, resulting in unanticipated tissue resection. There was slight bleeding due to the stapler being locked on vessels. No reinforcement material was used. Last known patient status: patient is fine, no complications.

Manufacturer narrative:
(B)(4).